Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/05/2024, a sales representative reported via (B)(4) that an ar-2260bc biocomposite distal biceps implant system had the button on the inserter used to flip the bicep button stuck in place, so it could not flip. This was discovered during a distal bicep tendon repair procedure on (B)(6) 2024, and no patient harm was reported. Additional information was received on 12/10/2024: the case was completed using a different product, the ar-2280 implant system, instead. There was no case delay reported. The patient has not experienced any issues as the product was not used during the case.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.